Manufacturer narrative:
The insulin pump was received with cracked end cap and case. The device had unresponsive buttons due to disconnected keypad flex connector. Displacement test wasn't performed due to unresponsive buttons. The device had minor scratches on the lcd window.(B)(4)

Event description:
Customer reported via phone call, the insulin pump had cracked on the device housing. The entire pump came off the as he had fallen on the device, has the device taped to keep it together. Customer's blood glucose was 120 mg/dl. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.